Manufacturer narrative:
A2: age at time of event: patient was over 18 years old.

Event description:
It was reported that the tip detached and the stent was unable to be fully reconstrained and was difficult to remove. Two 10x90 wallstent self-expanding stents were selected for use in biliary stenting case for a patient with hilar cholangiocarcinoma. The lesions were predilated to 5mm and both stents were initially deployed successfully. Both stents were unable to be recontstrained as they were jammed in at the stricture points, and there was considerable wasting. The stent systems had to be pulled forcibly to be removed. The left side stent system was able to be completely removed. The right side stent system's tip detached. Imaging was performed and the tip was seen within the small bowel. It was thought the stent would pass in a bowel movement. There were no further reported complications and the patient was in stable condition. It was further reported that there was considerable stricture and narrowing in the duct treatment locations. The procedure was completed using the originally placed stents.

Manufacturer narrative:
A2: age at time of event: patient was over 18 years old. Device evaluated by manufacturer: the device was returned for analysis. The stent had already been successfully deployed in the patient and was not returned for analysis. A visual and microscopic examination identified no damage or issues with the stent cups or the stent holder. The stent impression was evident on the stent holder. The tip was detached from the inner shaft and the tip was not returned. A visual and tactile examination found the outer sheath to be severely kinked at multiple locations. A visual examination of the inner shaft found it to be completely detached from the metal shaft at its bond. The inner shaft was kinked in multiple locations. No other issues were identified during the product analysis.

Event description:
It was reported that the tip detached and the stent was unable to be fully reconstrained and was difficult to remove. Two 10x90 wallstent self-expanding stents were selected for use in biliary stenting case for a patient with hilar cholangiocarcinoma. The lesions were predilated to 5mm and both stents were initially deployed successfully. Both stents were unable to be recontstrained as they were jammed in at the stricture points, and there was considerable wasting. The stent systems had to be pulled forcibly to be removed. The left side stent system was able to be completely removed. The right side stent system's tip detached. Imaging was performed and the tip was seen within the small bowel. It was thought the stent would pass in a bowel movement. There were no further reported complications and the patient was in stable condition. It was further reported that there was considerable stricture and narrowing in the duct treatment locations. The procedure was completed using the originally placed stents. It was further reported that both stents were deployed successfully. When the stent delivery system was attempted to be removed, this led to the detachment of the nose cone which remained in the patient.

Event description:
It was reported that the tip detached and the stent was unable to be fully reconstrained and was difficult to remove. Two 10x90 wallstent self-expanding stents were selected for use in biliary stenting case for a patient with hilar cholangiocarcinoma. The lesions were predilated to 5mm and both stents were initially deployed successfully. Both stents were unable to be recontstrained as they were jammed in at the stricture points, and there was considerable wasting. The stent systems had to be pulled forcibly to be removed. The left side stent system was able to be completely removed. The right side stent system's tip detached. Imaging was performed and the tip was seen within the small bowel. It was thought the stent would pass in a bowel movement. There were no further reported complications and the patient was in stable condition.